Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08740 inches. No moisture damage found on the electronics, motor, battery tube, vibrator, keypad assembly and inside the reservoir compartment during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 and pain. Customer¿s blood glucose value at time of incident was 484 mg/dl and current blood glucose is 176 mg/dl which was treated with bolusing with the pump and two injections with a syringe. Customer's blood glucose value was 282mg/dl when hospitalized. Customer reported that they contacted their healthcare professional regarding the high blood glucose level. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.